Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.(B)(4).

Event description:
It was reported to boston scientific corporation that a patient had a button kit (exact upn unknown) currently in place; the tube had tan and black material that partially blocked the tube and has started to impede the flow of the nutritional supplement. It is unknown when the button was initially placed. The physician attempted to clean the tubing with a brush but was unsuccessful. The physician was unfamiliar with bsc button kits. A bsc representative contacted the physician and suggested that the patient be seen by a gastroenterologist to have the device replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted.